Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the screen reactions to the keypad on the insulin pump appeared to be delayed, after the pump was exposed to moisture during a rain storm. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 247 mg/dl. Nothing further was reported.